Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a "needs repair" sticker attached to the patient controlled analgesia pump module with a problem that read, "pca pump inaccurately displays dose given." There was no information on patient involvement. Although requested, further information was not provided.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue in which pca pump inaccurately displays dose given, could not be confirmed or replicated as there were no devices evidence returned for testing. No suspect devices were returned for this investigation; therefore, an external inspection and testing could not be performed. A log analysis could not be performed as there was no device or logs returned for investigation. The bd alaris system user manual emphasizes that proper operation requires familiarity with the device and its components. It also instructs that any device or accessory that is dropped, heavily impacted, or appears damaged must be removed from use and sent to biomedical engineering for inspection or repair before reuse. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue in which pca pump inaccurately displays dose given, could not be identified or determined, as there were no devices, logs, or additional evidence returned for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a "needs repair" sticker attached to the patient controlled analgesia pump module with a problem that read, "pca pump inaccurately displays dose given." There was no information on patient involvement. Although requested, further information was not provided.